Event description:
International affiliate reported was tear the size of a pinhole in the upper right area of the reservoir. There were no adverse consequences to the pt.

Manufacturer narrative:
Conclusion: the product upon which this medwatch is based has been rec'd; however, the product evaluation is not yet completed. Any further info derived from the eval will be submitted in a supplemental 3500a form.